Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they hadn¿t recharged in about a month. On (B)(6) 2017 the consumer attempted to communicate with the patient programmer (pp) but saw the poor communication screen and experienced poor communication. The recharger was then used in an attempt to recharge but it was unable to communicate with the implantable neurostimulator (ins). It was noted that when the consumer did attempt to recharge they could feel ¿electricity in their legs¿ when they hit the stimulation on button but experienced no stimulation when the antenna was removed. The consumer was going to contact the manufacturer¿s representative (rep) to schedule an appointment.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.